Event description:
This report is #1 of 1 for complaint (B)(4).

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: weld on top of handle broken.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation has shown that the weld is broken between the handle head end and the shaft. At the handle head end are traces of beatings visible. Based on these findings we can only assume that the instrument was used excessive and this has lead to the final breakage. The review of the manufacturing and material documents has shown that the instrument was manufactured according to the specifications. No product fault could be detected.

Manufacturer narrative:
Device used for treatment, not diagnosis. Corrected data: upon further evaluation, this complaint has been determined to be non-reportable. The previous medwatch reports for this complaint are hereby retracted. Placeholder.